Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced vomiting, nausea and an infection. A transesophageal echocardiogram (tee) was performed and possible vegetation was noted on the right ventricular (rv) lead. There was an expected device malfunction. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.